Event description:
It was reported that during a laparoscopic gastric bypass procedure, the stapler was loaded with the white reload for the jejunum. Stapler fired completely, but incomplete staples resulted. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were the staples formed properly? 1.) Staples did not form completely was the staple line complete? 2.) Staple line was incomplete (see attached photo) can you confirm the reload cartridge product code was an ecr60w? 3.) Confirmed it was a ecr60w. Photographic analysis: based on the photograph the belief is that the complication was the result of deck deflection. The complication was the result of the tissue being beyond the ecr60w staple cartridges gap specification and the ple60a device¿s ability to bring the captured tissue into thickness compliance.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no malformed staples or incomplete staple line were noted during functional testing. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The batch record was reviewed and no anomalies were noted during the manufacturing process.